Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was noted that the display was scratched and could not be read safely. It was also noted that there was moisture within. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during further investigation, the display lens was scratched.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, moisture was found under the display lens. The pump was opened to find moisture on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.